Manufacturer narrative:
Event date unknown as we don¿t know when the patient began experiencing physical limitations when lifting. 510k: 12 unknown screws: cortex: trauma: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code: (B)(4): on (B)(6) 2017 two (2) plates and twelve (12) cortex screws were removed due to the patient having physical limitations when lifting. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware was implanted on an unknown date in 2003 for a radius and ulna fracture. On (B)(6) 2017 two (2) plates and twelve (12) cortex screws were removed due to the patient having physical limitations when lifting. Two (2) 3.5mm ti lc-dcp plate 6 holes/77mm and seven (7) cortex screws were removed. Five (5) cortex screw shafts were retained in the ulna bone. This report is for 12 unknown screws: cortex: trauma.this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is unknown if fragments were generated from the broken product.